Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device did not yield an image. Other observations for the device are: the distal end rubber coating adhesive was chipped, the video connector was cracked, and the label was peeling. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of pinhole in the bending section. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the device did not yield an image. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a defect of the image sensor or failure of the internal board of the video connector and/or the system. Olympus will continue to monitor field performance for this device.